Manufacturer narrative:
(B)(4). Event eval: the device was returned in a used and damaged condition. Prior similar complaints and risk analysis resulted in the issuance of a CAPA for this failure mode. The investigation of the CAPA led to a revised instructions for use (IFU) issued on 04/16/2010. Qc specs require 100% inspection for product, "insure correct inside diameter and outside diameter of tubing," and, "insure material is free from surface defects, bumps, bulges and protruding coils. Final inspection, instructs, "confirm surface of sheath is free of excessive dents, bumps or scratches." In addition, the IFU, cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight," as well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Visual examination of the returned device revealed that the sheath had separated into 5 segments with evidence of thinning and elongation indicating it had been subjected to tensile forces beyond its design strength. The coil had unraveled and separated. As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage although the condition of the returned sheath reveals evidence of excessive pressure during use; however, it is feasible to suggest this product failure contributed to the described pt harm. Although 100% inspected for sheath size and integrity, the sheath separated in five locations with evidence of material thinning and significant elongation. Review of the device history record was unable to confirm any out of spec condition in mfg. As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage although the condition of the returned sheath reveals evidence of excessive pressure during use; however, it is feasible to suggest this product failure contributed to the described pt harm. This occurrence is relevant to a CAPA, which as been implemented with a revised IFU. We are continuing to monitor complaints for similar events. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.

Event description:
Per maude event report: sheath was raabe 55cm sheath lot# 3388180 ref #g11633. Repeatedly fractured in the body causing multiple fragments to need to be removed endovascularly with a snare and balloon. Five separate fractures of the same sheath with all parts subsequently removed by sheath upsizing endo-vascular snare and balloon usage. Per email received 12/01/2012: after informed consent was obtained the left groin was prepped in a sterile fashion and the left common femoral artery was accessed using a micro-puncture set. A 5fr sos catheter was placed in the aorta and aortogram performed. The catheter was then brought back to the level of the bifurcation and bilateral pelvic obliques were performed. Selective catheterization of the right superficial femoral artery was performed followed by placement of a balkan sheath. After heparinization of 3000 units of a 100cm angled catheter selective catheterization of the right tibio-peroneal trunk was catheterized and runoff completed. The right sfa stenosis were treated with atherectomy followed by 5mm pta but elastic stenosis was noted and an 6x 120mm stent was deployed followed by repeat 5mm pta. The left posterior. Tibial stenosis was treated with 2.5mm pta after orbital atherectomy; 2mg tpa thrombolysis was also performed. Foreign body extraction over the next ensuing 2 hours a fragmented- 5 different sheath transections were extracted, 82cc non-ionic contrast was used during the procedure. A closure device was used at the puncture site.